Manufacturer narrative:
(B)(4). The product was not returned; however, a picture was provided by the customer for analysis. The investigation of the picture found the gauze was unfolded and twisted. The investigation identified the root cause of the reported event to be user error. As mentioned in the dfu; unfolding gauze sponges can expose woven edges and radiopaque marker to damage. The dfu also states, gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated.

Manufacturer narrative:
(B)(4). To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported the gauze lints and unravels.

Manufacturer narrative:
(B)(4). Date of 1st follow-up report: 08 aug 2016. Date of 2nd follow-up report: 06 oct 2016. Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. It could not be determined if this picture is from the lot number in this report. The same picture was provided for complaints reports of other lot numbers and the customer could not clarify which lot the picture was from. Therefore, the investigation could not reliably confirm or determine the root cause of the reported incident. Investigation of the picture provided found the gauze was unfolded and twisted. As mentioned in the dfu; unfolding gauze sponges can expose woven edges and radiopaque marker to damage. The dfu also states, gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated.